Manufacturer narrative:
(B)(4). G2: foreign- india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during meniscal repair, the anchor did not deploy and was pulled out. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11. The following section was corrected: h4. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the returned product identified the device was returned inside the opened blister, inside the opened product carton. The device has been cycled 2 times and the sutures and both anchors are out of the needle. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.